Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30159950l number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. It was reported that a (B)(6) male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed pericarditis requiring medication. At an unspecified point, the patient developed pericarditis. An unspecified medication was administered. Extended hospitalization was required as a result of the adverse event. Patient is recovering. The principal investigator assessed the event as mild in severity, serious, unrelated to the study device (visitag surpoint epu), unrelated to the study catheters, unrelated to the bwi non-investigational device and probable related to the procedure.

Manufacturer narrative:
Additional information was received on october 1, 2019. The pericarditis severity level was updated from mild to severe. Manufacturer's reference #: (B)(4).